Event description:
Pt had a lumpectomy with margins and axillary dissection in 2003. Nine days later pt learned that it was a 3 cm tumor and the margins were clean. That's the good news--no more surgery. It turned out that although the surgeon took a relatively small amount of tissue--he got a total of 24 lymph nodes. Eleven of these had cancer cells. This is a stage iib cancer -or worse, depending on the scale used- even though pt does monthly self exams and have had yearly mammograms since 1997. The surgeon and pt looked at these last 5 years of mammogram films. Pt was shocked to see the tumor clearly in the 1997 film. It looked to them like there was quite a variation in the quality of the films from year to year. Pt learned that the place they got their mammograms does not have the r2 image reader as a "second opinion" to flag areas of change that might be missed by the naked eye of the radiologist reading the film. Pt believes their cancer could have been identified 1-2 years earlier, or even earlier. Pt asks for an investigation to make sure this is not happening to others because of substandard films.